Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. [(B)(4)].

Event description:
Reportedly, loss of ventricular capture was observed on an ECG on (B)(6) 2018. A pacemaker check confirmed this loss of ventricular capture and revealed episodes showing ventricular noise oversensing. As ventricular lead fracture or poor connection between the ventricular lead and the pacemaker were suspected, emergency re-intervention was performed to implant a new ventricular lead. After explanting the pacemaker from the pacemaker pocket, the physician pulled the subject ventricular lead before loosing the ventricular set-screw, and the ventricular lead was disconnected from the pacemaker. The ventricular lead was tested with a psa; ventricular noise oversensing as well as loss of ventricular capture were observed. Fluoroscopic images could not specify the damaged part of the ventricular lead, however, as there was no anomaly on alligator cables, the physician judged the ventricular lead had been fractured. The use of the ventricular lead was discontinued and it was left in the patient¿s body with the connector pin capped. It should be noted that another ventricular lead was unsuccessfully attempted to be implanted. The associated atrial lead was abandoned. The use of the associated pacemaker was also discontinued and it was discarded by the hospital.